Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lung volume reduction, the device could not be opened. Resected more tissue to remove the cutter. Another instrument was used to complete the procedure with no patient consequence.